Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that during hip arthroplasty, the surgeon changed the size of the implant for a larger cup, after the initial, smaller implant construct uncoupled and was unable to be reassembled. The larger size opened for use experienced the same uncoupling; however, this device was able to be reassembled and was used to complete the procedure. The larger size was reported as not suited to the patient's anatomy.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow up report is being filed to relay additional information. The device was returned for evaluation. Upon visual examination of device, the liner was detached from the shell. The liner came free during implantation into the acetabulum. The interior and exterior surfaces of the liner were scratched. The inner surface of the shell was scratched / gouged with rim damage that can be seen in the attached photos device history reports and receiving inspection reports were reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. The damage shown in the photos of the returned product suggest that there was an attempt to re-position the shell. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.